Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient lives alone and on the morning of the event he stated he had a hundred point drop of his blood sugar within thirty minutes and stated that this could have been life threatening. He was shaking so bad he could not use his blood glucose meter and there were no cgm values reported as he did not recall what the value on his dexcom was. He self-treated with eight glucose tablets, baqsimi emergency nose spray (glucagon nasal). Later in the evening, the patient started to experience hyperglycemic symptoms. His ankle went numb. The cgm reading at that point was 174 mg/dl and the bg reading was 600 mg/dl. The patient did some exercises to lower her sugar level and felt better. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.